Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The serial number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse was calling to see if the patient was not maintaining target because of the patient or the device. The patient was currently on s/n (B)(6). Therapy started at 3.30. Patient was not at target at that time, so they changed the rectal probe to a foley probe. The patient dropped below the 35c target. They were there for a few hours then dropped back down and had not maintained target well since then. Water temperature did not seem to change much (sn# (B)(6)). They changed the device. This device was not maintaining the patient temperature either. The first device was back in the ER. Patient was unstable and they could no longer sedate, so they were aborting therapy. This device had been in normothermia for an hour and the patient was still 34.2c. Target 37c at 0.5c/hr and water 30.3c, flow 2.6lpm. This device had not been on delivering therapy long enough right now to have a trend graph (sn# unk). Discussed patient factors that could make it difficult for a patient to warm. Nurse stated there was adequate pad coverage and biomed had already added a bair hugger. Explained the device was attempting to warm the patient at 0.5c/hr. Explained it was difficult to troubleshoot since she recently changed the device, and the therapy. It seems to be patient related since they already replaced the device. Suggested getting a data download once therapy was complete to confirm device was responding as expected.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is inadequate pharmaceutical delivery. However, this cannot be confirmed. A DHR review is not required as the serial number is unknown. The instructions for use were found adequate and state the following: "the rate of temperature change and potentially the final achievable patient temperature is affected by many factors. Treatment application, monitoring and results are the responsibility of the attending physician. If the patient does not reach target temperature in a reasonable time or the patient is not able to be maintained at the target temperature, the skin may be exposed to low or high water temperatures for an extended period of time which may increase the risk for skin injury. Ensure that pad sizing/coverage and custom parameter settings are correct for the patient and treatment goals, refer to the arcticgel pad instructions for use for the appropriate flow rate. For patient cooling, ensure environmental factors such as excessively hot rooms, heat lamps, and heated nebulizers are eliminated and patient shivering is controlled. Otherwise, consider increasing minimum water temperature, modifying target temperature to an attainable setting or discontinuing treatment. For patient warming, consider decreasing maximum water temperature, modifying target temperature to an attainable setting or discontinuing treatment." Correction: g. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse was calling to see if the patient was not maintaining target because of the patient or the device. The patient was currently on s/n (B)(6). Therapy started at 3.30. Patient was not at target at that time, so they changed the rectal probe to a foley probe. The patient dropped below the 35c target. They were there for a few hours then dropped back down and had not maintained target well since then. Water temperature did not seem to change much (sn#(B)(6)). They changed the device. This device was not maintaining the patient temperature either. The first device was back in the emergency room. Patient was unstable and they could no longer sedate, so they were aborting therapy. This device had been in normothermia for an hour and the patient was still 34.2c. Target 37c at 0.5c/hr and water 30.3c, flow 2.6lpm. This device had not been on delivering therapy long enough right now to have a trend graph (sn# unk). Discussed patient factors that could make it difficult for a patient to warm. Nurse stated there was adequate pad coverage and biomed had already added a bair hugger. Explained the device was attempting to warm the patient at 0.5c/hr. Explained it was difficult to troubleshoot since she recently changed the device, and the therapy. It seems to be patient related since they already replaced the device. Suggested getting a data download once therapy was complete to confirm device was responding as expected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that nurse was calling to see if the patient was not maintaining target because of the patient or the device. The patient was currently on s/n (B)(6). Therapy started at 3.30. Patient was not at target at that time, so they changed the rectal probe to a foley probe. The patient dropped below the 35c target. They were there for a few hours then dropped back down and had not maintained target well since then. Water temperature did not seem to change much (B)(6). They changed the device. This device was not maintaining the patient temperature either. The first device was back in the ER. Patient was unstable and they could no longer sedate, so they were aborting therapy. This device had been in normothermia for an hour and the patient was still 34.2c. Target 37c at 0.5c/hr and water 30.3c, flow 2.6lpm. This device had not been on delivering therapy long enough right now to have a trend graph (sn# unk). Discussed patient factors that could make it difficult for a patient to warm. Nurse stated there was adequate pad coverage and biomed had already added a bair hugger. Explained the device was attempting to warm the patient at 0.5c/hr. Explained it was difficult to troubleshoot since she recently changed the device, and the therapy. It seems to be patient related since they already replaced the device. Suggested getting a data download once therapy was complete to confirm device was responding as expected.